Event description:
It was reported having issues with air bubbles in the reservoir. Advised the caller to let the insulin settle to room temperature before placing it in the vial. The mother called back to report that the customer had gotten a low reservoir alarm within twelve hrs. The caller stated that they could feel moisture and smell insulin in the insulin pump. It was stated that the customer accidently removed the plunger while filling the reservoir. No further info was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.